Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent loss of capture and low impedance on the right atrial (ra) lead. The lead was reprogrammed and then programmed off. No patient complications have been reported as a result of this event.